Event description:
The customer reported to olympus that the evis exera ii colonovideoscope channel was "way too oily". The reported problem was found during an unspecified procedure. No patient involvement or injury was reported. This report is being submmited for the reportable malfunction of "chemical liquid remains in the channel".

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center did not confirm the reported event. The following defects were noted during the evaluation: the bending section rubber glue was cracked, multiple black dots were noted in the image, and multiple buckles and scratches were noted in the insertion tube and light guide tube. No leaks were noted. Due to degradation of the device the endoscope was completely refurbished. The endoscope has been restored to olympus original factory specifications. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the oily substance was unable to be identified therefore, root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.